Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion due to high left ventricular lead thresholds. The left ventricular lead was also found to be dislodged into the main coronary sinus. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.